Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. Timing was less than 8 hours from the low battery alert to the replace battery alarm. Customer stated this was the second occurrence of replace battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.